Manufacturer narrative:
A ge rep evaluated the system and has ordered parts for replacement. Parts have not yet been received.

Event description:
Customer reported the collimator will not change size. No pt injury was reported.